Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger h3: analysis of the recharger found intermittent no device found message. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial (B)(6) : product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial (B)(6) . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by a manufacture representative (rep) that the recharger is heating up and the patient (pt) is having difficulty charging the ins. Caller reports patient received her replacement recharger. Caller reports patient indicated her controller is 70% charged and it took an hour to charged her ins to 50%. Caller reports during the charging session, patient seen a low battery on the controller message, screen# 77 and then flipped to screen# 49 with 100% charged controller. Caller reports patient is not with him currently. Suggest patient seat the li ion battery. Suggest patient call ps in the morning. Repair is closed for the evening.